Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported, that when powering up his olympus high flow insufflation unit during preparation for a diagnsotic prostate procedure, he was experiencing issues.upon selecting the cavity, a peep sound occurs, and the leds on the front panel turn off. According to the initial reporter, the intended procedure was cancelled. Additional details concerning the rescheduling of the intended procedure have been requested, but no response has been received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device evaluation was performed by olympus and the customer¿s complaints were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the customer reported that when the power was turned on, the beeping sound went off, and the power was turned off. This likely occurred because of a faulty main board. After the main board was replaced by the olympus repair department, the issue did not occur, and all flow rate/pressure tests passed. In addition, the inoperable flow rate button likely occurred because the front panel malfunctioned. Although the root causes could not be determined, the procedure was cancelled due to these issues. This supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the distributor noting that the procedure was not continued, it was canceled. It has not been rescheduled. Customer is seeking 3rd party company to repair the device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.